Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application crashed when tried to recover failed storage space. The customer tried to manually reboot, but the problem was not resolved. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station shut down intermittently. A field service engineer (fse) removed back panels and checked all cables for any kind of damage and found none. Further, the fse found that the power supply cable was loose and reseated power cable to resolve the issue. Then the customer verified station was working perfectly by opening several drawers with no issues. The system functioned as intended after the field service engineer repaired the device.